Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient observed a high glucose reading on her dexcom sensor but could not remember the exact value. The patient did not confirm the cgm reading with a glucometer and proceeded to administer 3 units of insulin, which led to the patient feeling dizzy and eventually losing consciousness. The patient's husband called 911 and upon arrival, paramedics checked her blood glucose using a glucometer, which showed a critically low value of 20 mg/dl while the dexcom continued to display unspecified high readings. Due to this inconsistency, the paramedics removed the dexcom sensor and administered IV glucose. At the hospital, a fingerstick test was performed and according to the patient, her glucose level had normalized but could not recall the exact glucose value. No additional medication was administered. The patient was monitored for approximately three hours and then discharged. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.